Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The device remains in service and there were no adverse patient effects were reported.